Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation".device remains implanted.

Manufacturer narrative:
Continued d6b (explant date): on (B)(6) 2024. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as fold flow opening. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "deflation". The device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
Corrected data: d.6a, d.6b

Event description:
The device has been explanted and replaced.